Event description:
It was reported that excessive fiberlife was noted during the procedure. The case was completed with a second fiber. "No injury to the patient."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of metal cap. The metal cap has burnt on detritus and devitrification of cap at output window. The fiber condition may activate the fiberlife function which would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation / user handling due to anatomical / procedural factors encountered during the procedure.